Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the unit not make enough ice. No patient involvement. (B)(4).